Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels appearing in the most distal slice. It was noted that the laser was on 120% firing power and the user elected to continue delivering laser energy. There were no patient complications reported in relation to this event.